Event description:
They think her knee is septic/it is getting worse every day [joint infection] condition worsened [condition worsened] can't even walk now [unable to walk] her left knee "hurts pretty bad" but is not "crippling" like her right knee [knee pain]. Case narrative: initial information received on 29-apr-2024 regarding an unsolicited valid serious case from a non-healthcare professional (caregiver). This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves a 54 years old female patient whose caregiver thought her knee was septic/it was getting worse every day while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease/condition, risk factors and family history were not provided. In (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection of strength 48 mg/6ml in the right knee 1x (once) via intra-articular (unknown indication, dose). On an unknown date in apr-2024 (unknown latency) (unknown batch number and expiry date) since the synvisc one injection last week she "has been having all these problems since the injection". She asked for information regarding compensation. She was at hcp (health care professional) office, and she stated they think her knee was septic. She stated it was getting worse every day (arthritis infective, condition aggravated) and she could not even walk now (gait inability). She stated she had both knees injected and her left knee hurt pretty bad but was not crippling like her right knee (arthralgia). This was her first time using synvisc one. She did not have contact info (information) for hcp available. Information on batch number and expiry date was requested. Action taken was not applicable for event arthritis infective. It was not reported if the patient received a corrective treatment for event arthritis infective. At time of reporting, the outcome was not recovered for event arthritis infective. Seriousness criteria: medically significant and disability for event arthritis infective. A product technical complaint (ptc) was initiated on 29-apr-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample of ptc was not available, and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 15-may-2024 with summarized conclusion as no assessment possible. Additional information was received on 29-apr-2024 from quality department: ptc details with complaint number added. Text was amended accordingly. Additional information was received on 15-may-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Based on the previously received information, symptom 'culture positive' and related lab test was deleted. Event coding was updated from 'arthritis bacterial' to 'arthritis infective'. Seriousness criteria 'intervention required' was removed from events tab. Statement regarding 'causal role of device cannot be ruled out' was included in the preliminary comment and company comment.

Manufacturer narrative:
Sanofi company comment dated 07-may-2024: this case involves 54 years old female patient whose caregiver thought her knee was septic/it was getting worse every day while being treated with hylan g-f 20, sodium hyaluronate. This case currently lack sufficient and consistent information to permit a proper assessment. A better description including chronology, as well as information on family history if any and relevant medical history of the patient, as well as concurrent conditions are currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
They think her knee is septic/it is getting worse every day [septic joint] ([culture nos positive], [condition worsened], [unable to walk], [aching (r) knee]) case narrative: initial information received on 29-apr-2024 regarding an unsolicited valid serious case received from a non-healthcare professional (caregiver). This case involves a 54 years old female patient whose caregiver thought her knee was septic/it was getting worse every day while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease/condition, risk factors and family history were not provided. In april 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection of strength 48 mg/6ml in the right knee 1x (once) via intra-articular (unknown indication, dose). On an unknown date in apr-2024 (unknown latency) (unknown batch number and expiry date) since the synvisc one injection last week she "has been having all these problems since the injection". She asked for information regarding compensation. She was at hcp (health care professional) office, and she stated they think her knee was septic (culture positive). She stated it was getting worse every day (arthritis bacterial) (condition aggravated) and she "can't even walk now" (gait inability). She stated she had both knees injected and her left knee "hurts pretty bad" but was not "crippling" like her right knee (arthralgia ). This was her first time using synvisc one. She did not have contact info (information) for hcp available. Information on batch number and expiry date was requested action taken was not applicable for event arthritis bacterial it was not reported if the patient received a corrective treatment for event arthritis bacterial at time of reporting, the outcome was not recovered for event arthritis bacterial seriousness criteria: medically significant and disability for event arthritis bacterial

Event description:
They think her knee is septic/it is getting worse every day [septic joint] ([culture nos positive], [condition worsened], [unable to walk], [knee pain]) case narrative: initial information received on 29-apr-2024 regarding an unsolicited valid serious case received from a non-healthcare professional (caregiver). This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves a 54 years old female patient whose caregiver thought her knee was septic/it was getting worse every day while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease/condition, risk factors and family history were not provided. In (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection of strength 48 mg/6ml in the right knee 1x (once) via intra-articular (unknown indication, dose). On an unknown date in (B)(6) 2024 (unknown latency) (unknown batch number and expiry date) since the synvisc one injection last week she "has been having all these problems since the injection". She asked for information regarding compensation. She was at hcp (health care professional) office, and she stated they think her knee was septic (culture positive). She stated it was getting worse every day (arthritis bacterial) (condition aggravated) and she "can't even walk now" (gait inability). She stated she had both knees injected and her left knee "hurts pretty bad" but was not "crippling" like her right knee (arthralgia ). This was her first time using synvisc one. She did not have contact info (information) for hcp available. Information on batch number and expiry date was requested. Action taken was not applicable for event arthritis bacterial. It was not reported if the patient received a corrective treatment for event arthritis bacterial at time of reporting, the outcome was not recovered for event arthritis bacterial. Seriousness criteria: medically significant and disability for event arthritis bacterial. A product technical complaint (ptc) was initiated on 29-apr-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 15-may-2024 with summarized conclusion as no assessment possible. Additional information was received on 29-apr-2024 from quality department: ptc details with complaint number added. Text was amended accordingly. Additional information was received on 15-may-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.